Manufacturer narrative:
(B)(4) the reported complaint was confirmed. The users are used to seeing a difference of 1.0 to 1.5 degrees celsius but recently noticed a 2 degree celsius difference after the 1.69 software upgrade. The customer was notified that this is due to the temperature algorithm design change in the upgrade to make it more accurate and the difference is expected. The 1.69 software upgrade supplement sent out does not specify there would be a change in the temperature algorithm, it only states the accuracy limits have been revised. No part will be returned for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a temperature difference when displayed on the blood parameter monitor (bpm) versus the central control monitor (ccm). The device was not changed out, as they continued with the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the reported issue is that the temperature measure of the bpm shunt sensor does not agree with the arterial outlet temperature of the fx05 oxygenator. In conversation with the perfusionist (ccp), manufacturer clinical services made the point that the measured temperature in the shunt sensor will routinely be different than the temperature measurement at the oxygenator outlet. This is due to the distance between the oxygenator outlet and the shunt sensor. This concept is actually detailed in the instructions for use (IFU) in the troubleshooting section (section 9) with a note: "a shunt line will normally be different in temperature from the main arterial line temperature. Smaller diameter tubing and slower flow will increase the difference by allowing room temperature to affect the blood in the shunt line". The ccp claims they are used to seeing a 1.0 - 1.5 degrees celsius difference between the two sites, but recently have seen the difference is closer to 2 degrees celsius. After further conversation, it was discovered this behavior coincides with the 1.69 software upgrade and this behavior has been seen with all of their bpm units and on both of their perfusion systems. The 1.69 software upgrade did have an update related to the temperature measurement algorithm. Clinical services have also been in contact by email with another ccp of the perfusion team. After further review, the perfusion team at medical facility feels this is purely an observation and slight difference in temperature variation due to the software change. After discussion, they do not feel that a malfunction has occured. They continue to use their bpm units for all of their clinical cases. The cases have been completed successfully, without delay and without associated blood loss. There has been no harm observed.